Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the device was difficult to remove and the stent was damaged. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main to left anterior descending artery (lad). A 4.00 x 38 synergy drug-eluting stent was used, however, after deployment of the device, the balloon became stuck at the proximal part of the stent resulting in distortion of the stent. The stent was post dilated with a 4.50 x 8 mm balloon and the procedure was completed. There were no patient complications reported.